Event description:
The patient reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. It was reported that the power requirements seem to be increasing. External equipment was exchanged. Programming adjustments were made. Device testing revealed that the device is functioning. The reported problem was not resolved. The patient has discontinued use of his external equipment. The patient is being monitored by the center.